Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the bard flat mesh (device #1). An additional supplemental emdr was submitted to represent the ventralex patch (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2009: patient was diagnosed with ventral hernia thereby underwent open repair with the implant of bard flat mesh (device #1). Per operative notes, ¿patient had fascial weakness and the previous repair sutures were found more lateral and the previous repair appeared to be intact which was not recurred. A new ventral hernia was noted. A bard flat mesh (device #1) was placed to the defect and secured using sutures.¿ on (B)(6) 2011: patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of ventralex patch (device #2). Per operative notes, ¿the previously placed piece of mesh (device #1) was inferior to the defect was well incorporated and did not cover superior of defect. An ventralex patch (device #2) was placed within wound and secured using sutures.¿